Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported during percutaneous transluminal coronary angioplasty (ptca) procedure, vessel rupture occurred. The 15 mm long fibrotic target lesion being treated was located in the non- tortuous and non-calcified left anterior descending (lad) artery. Vascular access was obtained via femoral artery. The flextome cutting balloon catheter 10x2.25mm was advanced and passed across the lesion. Unspecified guide catheter was deep seated. The cutting balloon was inflated once and the artery ruptured. The cutting balloon catheter was withdrawn. The rupture was treated with a fully covered stent. The event was resolved. No further complications of patient were reported. The patient¿s status is listed as stable.